Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 210 mg/dl and the sensor glucose was 161 mg/dl at the time of the incident. After sometime sensor glucose was 40mg/dl overnight blood glucose was 130 mg/dl. Blood glucose value from reported event: 107 mg/dl. Sensor glucose value from reported event: 40 mg/dl. Customer reported that insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 65. Suspend before low limit in sensor settings: 65. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not returned for analysis.